Manufacturer narrative:
There was no death or device malfunction with the inappropriate defibrillation event. Device evaluation summary: electrode belt sn (B)(4) and monitor sn (B)(4) were returned to the manufacturer and the evaluation is currently underway. Device evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacturer date: monitor: 11/18/2013. Electrode belt: 11/20/2014. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use prior to shock delivery. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons functioned appropriately. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was af with rvr. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69%per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of nine shocks. The patient's neurological status is unknown at the time of the event. Atrial fibrillation with rapid ventricular response (af with rvr) contributed to the false detection. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons functioned appropriately. The patient received medical attention after the event and continues wearing the lifevest. During delivery of all nine shocks, an impedance of 0 ohms was observed and the energy delivered in two of the shocks was 3 joules and 4 joules. The low energy shock was likely due to the pulse being delivered into an open load. This is consistent with 0 ohm impedance. The cause of the open load and reported impedance was likely due to the therapy pads on the lifevest not making full contact with the patient at the time of the defibrillation event consistent with the right lead falloff that was seen during the events." There was no death or device malfunction associated with the inappropriate defibrillation event.